Event description:
It was reported that pump displayed repeated malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to switch to multiple daily injections as backup therapy, place pump into storage mode, and then return problematic pump within 10 days using a prepaid label, while technical support arranged a replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.